Manufacturer narrative:
(B)(6). Customer has not indicated that product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the saw blade cut guide was guided through the vertical slot and is leading to make incorrect cuts. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2017-04679.